Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the journal of general thoracic and cardiovascular surgery, 2016 vol.64, no. 2 page 87-92, titled, "anterior longitudinal aortotomy in aortic valve replacement". A patient was diagnosed with aortic stenosis with left ventricular outflow tract stenosis. A large amount of calcification occupied the anterior wall of the ascending aorta. On an unknown date, aortic valve replacement was performed with an anterior longitudinal aortotomy and a 23 mm sjm trifecta valve was implanted. A concomitant aortoplasty was performed with a patch repair of the aortic root around the right coronary artery ostium. Preoperatively, an ejection fraction (ef) of 78% was noted. Postoperatively, effective orifice index (eoai) was 1.41cm2/m2, ef of 61%, peak velocity of 2.54m/s, mean pressure gradient of 11mmhg. Atrioventricular block occurred after surgery which required a permanent pacemaker. The patient made a full recovery.